Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test or verify pump error 25/ 35 alarm due to critical pump error (open book image), unit was successfully downloaded using thump software. However on adapt, confirmed critical pump error (open book image) alarm confirmed and was triggered by multiple pump error 35 fatal alarm confirmed in pump diagnostic trace file history on event date 02/12/2026 03:35:00.000 hour , 02/12/2026 03:25:00.000 the pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Swapping out test boards confirms critical pump error (open book image) is isolated to pcba 2. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay.. Unable to confirm pump error 25/35 due to critical pump error (open book image). Critical pump error (open book image) alarm during testing and pump error 35 in trace history is isolated to pcba2 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error, pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running), pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Instructed customer that pump will be replaced and instructed customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.